Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective inspiration valve. Correction: replaced inspiration valve.

Event description:
The following was reported to hamilton medical ag: summary: tf 431017, tf446029, tf485001 and self test failed.

Event description:
The following was reported to hamilton medical ag: summary: tf 431017, tf446029, tf485001 and self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective inspiration valve. Correction: replaced inspiration valve. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information,